Event description:
Patient reported infusion set tubing separating at the luer lock connection. He stated that he experienced elevated blood glucose of >600 mg/dl. His normal range is 90-140 mg/dl. Patient indicated that the separation caused the tubing to kink reducing the amount of insulin delivered. He replaced the infusion set tubing and administered a bolus to address the issue. Two hours later, his blood glucose level was 78 mg/dl. Patient reported symptoms of nausea and that "every cell of his body was trying to kill every other cell." The patient did not report assistance by a healthcare professional or second party to address the issue. Patient refused to return product, therefore, product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.